Manufacturer narrative:
The supplemental report is being submitted to provide the following: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148149d with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 148149d, device part number 195-430h / lot 141942a.. The lot met the required release specifications. A review of the complaints reported as false negative results related to kit lot 148149d showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer behalf of his wife reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed (x3) and generated three negative results. Pcr confirmation testing generated a positive result. Consumer confirmed she was symptomatic and experiencing headache, loss of smell, chill, throat sore and fever. No additional patient information, including treatment and outcome, was provided.